Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump jumps in the menu back and forth by itself, and it has also changed basal rate profile by itself and jumps back and forth between these and thus pump often delivers incorrect amounts of insulin. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.